Manufacturer narrative:
The cause for the acs:180 ipth falsely low results and imprecision when compared to another manufacturer's pth test method is unknown. A siemens field service engineer was on site and performed a preventative maintenance and found no system issues. An in-house precision study was conducted on the acs:180 ipth assay, lot 38 and the study did not confirm the imprecision the customer was observing. No conclusion can be drawn.

Event description:
Imprecision and falsely low acs:180 ipth test results were obtained by the customer and discordant when compared to another manufacturer's pth test method. There was no known report of patient treatment being altered or adverse health consequences due to the discordant ipth test results.